Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Manufacturer narrative:
Diopter: 20.0 se/3.5; silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Device evaluated by manufacturer? No- the lens was discarded by the facility. (B)(4). Method code: evaluation method: lens work order search results code: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code - (user error caused or contributed to event): based on the complaint history and work order search, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. The lens was inserted and removed without any injury to the patient. The lens was incorrectly loaded by the scrub tech. The lens was damaged and was discarded by the facility.

Manufacturer narrative:
Per medical review - the cause of "loading issue" in this case is unknown. (B)(4).